Event description:
It was reported that a malfunction alarm occurred with the code malf 0, and the customer stated no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support with resetting the pump, and the malfunction did not recur. The customer continued to use the pump for insulin therapy.